Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited high capture threshold. The device was explanted and replaced. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of a capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.